Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the united states, it is similar to a device currently marketed for sale in the united states.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous distal right coronary artery (rca). The 3.0x12mm nc tenku balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped before use with no issue or leak noted during preparation. The bdc was advanced to the target lesion without resistance for pre-dilatation; however, the balloon ruptured at 18 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bdc was used to successfully complete the procedure. There was no additional information provided.